Event description:
It was reported that during an unknown patient's implantable device replacement, once the right ventricular (rv) lead was connected to the new implantable device, low out-of-range (oor) shock pacing impedances were noted in the all the vectors. Vector breakdown was performed and the impedance got high to normal levels and then went back down oor. Technical services asked if there was any electromagnetic interference sources nearby, this was unknown. A commanded shock was recommended. Reportedly, defibrillation threshold (dft) testing was done and the system performed appropriately with normal impedance. Lead was checked again after the case with normal impedance readings. This rv lead remains in service and no adverse patient effects were reported.